Event description:
A customer reported that the system would not accept the cassette and shut down the machine during a procedure. It is not clear whether or not there was any patient impact. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the third complaint reported against the finish goods lot, although the first for this issue, and the DHR (device history record) shows the product was released per specifications. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).